Event description:
Event description guidant received information that the patient implanted with this coronary sinus transvenous implantable lead suffered a fall and; subsequently, this lead was found to be fractured.